Manufacturer narrative:
Additional information: date of event: unknown as information was not provided. If explanted; give date: unknown as information was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zxt150 19.5 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2020. The zxt150 lens was explanted, however the reason for explant was not provided. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section h-3: device evaluated by manufacturer: yes. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review of the complaint file, it was noted that the e-mail of the reporter was known at the time of the initial report, but inadvertently not included. The following information has been updated accordingly: section e-1 initial reporter e-mail: updated from unknown ¿ information not provided to (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.